Event description:
Carefusion (B)(4) reports that the patient was discharged into the community; when the district nurse went in to see the patient, the dressing was wet through and the entire valve came off the catheter and was found in the patient's dressing. The catheter had been in place approximately two weeks. A second catheter will be implanted. No patient injury has been reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and a root cause could not be determined. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure. The complaint data was reviewed as well and no significant trend was noted. Should additional information become available a follow up medwatch will be submitted.